Manufacturer narrative:
Visual inspection of the driver revealed physical damage on the fan cover and display cover. The driver's alarm history was reviewed and revealed one fault alarm, a 0a alarm code, which can be produced because of a change in voltage out of the pre-set values for presn on the battery well printed circuit board assembly (pcba). This is likely the customer-reported alarm but it is unclear how it was produced as customers cannot access the internal setting of freedom onboard batteries. The driver passed all sections of functional testing. Additionally, testing was performed in an attempt to reproduce the customer reported issue using an onboard battery that had been modified to skip the presn pin of the battery well pcba. In all test cases, the driver did not produce any permanent alarms. During investigation testing, the customer-reported issue could not be reproduced and there was no evidence of a device malfunction. The root cause of the customer-reported issue could not be conclusively determined. The onboard batteries in use at the time of the customer-reported issue were not returned with the driver and, therefore, could not be tested with the driver. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses low risk to the patient because the reported issue did not prevent the driver from performing its life sustaining functions the freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup freedom driver.